Event description:
It was reported that episodes of crosstalk were seen on remote transmission. Programming changes were made, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.